Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review no relevant alarms confirm in download history files to confirm reason code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: end cap address label missing, cracked retainer, missing display window/cover, stained keypad overlay, broken reservoir tube lip, broken belt clip rails, battery tube threads - cracked, cracked case (battery tube), keypad overlay texture damage, cracked keypad overlay, pillowing keypad overlay and scratched case. In conclusion, customer concern of high bgs is not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. However, customer's concern of cosmetic damage was confirmed when minor scratched lcd window, cracked retainer, cracked case (battery tube), cracked battery tube threads and cracked reservoir tube lip were noted. In addition, end cap address label was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported physical damage to the pump and retainer ring damage. The customer reported a blood glucose value of 450 mg/dl. The customer was treated with manual injection. The customer stated that the location of the damage was on the screen, the case of the reservoir tube side, and the case of the battery tube side. The event involved product(s) mmt-1715k, mmt-332a, unomedical. Troubleshooting was performed for the cosmetic damage, and the customer was instructed that the pump would be replaced. Troubleshooting was performed for the labeling anomaly and the customer-reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was declined due to high blood glucose. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1715k was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.